Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left superficial femoral artery angioplasty with a fox plus balloon, in a mildly calcified lesion, the balloon ruptured at 9 atmospheres. A second fox plus was used successfully, completing the procedure. There was no adverse pt sequelae reported. Although reported, there was no add'l info provided.